Manufacturer narrative:
(B)(4). Software 4.11e the serial number listed in the pump's status screen is (B)(4) retainer ring = clear customer returned pump for alleged cosmetic damage located at the retainer ring on (B)(6) 2022. On svn (B)(4) the customer was hospitalized for alleged high bg's/dka and retainer ring damage on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at (B)(4) inches. Pump was received with a partially broken off and partially detached retainer. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, broken belt clip rail, missing serial number label, pillowing keypad overlay, keypad overlay texture damage, and stained keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. Cosmetic damage was confirmed at retainer. The pump passed the functional testing. Unable to confirm alleged high bg's/dka. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia, diabetic ketoacidosis and was hospitalized. Blood glucose value at the time of event was unknown. Customer also had retainer ring damage. It was unknown whether the minimed 670g/770g/780g system with the auto mode/smartguard feature was active at time of high bg event. It was unknown whether the customer was using insulin pump system within 48 hours of reported high bg event. Troubleshooting was performed; however, the product will be returned for analysis.